Manufacturer narrative:
Product complaint # (B)(4). It was reported a foreign matter biological. A sealed box of product code d8691, lot # mjz981 was returned for evaluation. During the visual inspection of sealed box, a foreign matter (hair) was observed under film of the box. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition the assignable cause of the foreign matter is a hair.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was found that there had been a hair in the package before opening the package. There were no adverse consequences to the patient. No additional information was provided.